Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received screw was found to be broken from the mid-shaft region. Although most of the surface and a few threads were severely damaged due to dynamization, but with the available clear surface, the most likely fracture type is fatigue only. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A clinical statement was requested for the evaluation of the provided medical data. The following statements were provided: ¿we have a complex subtrochanteric fracture with dislocation of the lesser trochanter-fragment. That fragment was left dislocated. The several cerclages, very long nail. The alignment is not bad in the march postoperative x-rays. As lauenstein-view images are missing the situation can only be assessed from the ap-view. Via self dynamization due to non-union the distal screws broke, however, this did not result in compression and healing of the bone and finally this led to failure. From the x-rays and from the information on the patient there can be no factor identified leading to the breakage of the nail. The age adapted bmi of the patient is fine and I would not regard this as a relevant factor. The main contributing factor is the fracture pattern.¿ based on the above investigation, it is evident that the nail broke due to a combination of factors including a non-union, a complex fracture pattern, and finally the mis-drilling but predominantly the root cause of the failure can be attributed to a complex fracture pattern which is a patient related factor. Initially a non-union lead to self-dynamization of the distal screws which broke first, consequently the increased load on the nail and initial damage during drilling lead to the breakage of the nail as well. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that the gamma nail broke requiring revision. Locking screws also broke. Initial implant in (B)(6) 2020. Revision surgery was undertaken on (B)(6) 2020. Mobilisation instructions: mobilisation as tolerated. Patient mobilised well with stick after being discharged from primary op. Uses stick sometimes when outside but does not use stick indoors. No trauma.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the gamma nail broke requiring revision. Locking screws also broke. Initial implant in (B)(6) 2020. Revision surgery was undertaken on (B)(6) 2020. Mobilisation instructions: mobilisation as tolerated. Patient mobilised well with stick after being discharged from primary op. Uses stick sometimes when outside but does not use stick indoors. No trauma.